Manufacturer narrative:
After further review this complaint is not a reportable complaint with philips. The customer stated that a speaker malf. Inop was displayed, but sound was confirmed to be audible. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue x3. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. A reboot of the intellivue x3 was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue x3 had a speaker issue, as a speaker malf. Inop was displayed. A good faith effort was performed and it turned out that sound was still audible at the time of the event. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 had a speaker error issue. A good faith effort was performed to obtain further information (like if sound was still audible), but none was provided at the time of the initial report. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.